Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately nine years. Based on the follow-up with the health-care provider, the reason for the explant was due to stenosis and regurgitation. The health-care provider also noted "stiffened leaflets" on the explanted device. No other details reported. The subject device was removed and replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Stiffened leaflet. Device not returned. Due to patient privacy regulations, the health-care provider was not able to release any additional information as requested (e.g. Operative report, discharge summary, etc.). Unfortunately, the sample device has been discarded, and therefore, the root cause of the reported event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause cannot be confirmed, the stenosis and regurgitation experienced by the patient was most likely due to the "stiffened leaflets" noted by the health-care provider. No further actions are possible with the available information.